Event description:
It was reported that the insulin pump alarmed failed battery test and customer was unable to remove the battery cap during battery changed. Customer's blood glucose was unknown. The troubleshooting did not resolve the issue. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump received with operating currents within spec. No failed battery test alarms noted. Insulin pump received with stripped battery cap coin slot. Insulin pump received with black shadow on the display due to warped/uneven pcb on the lcd blackboard. Insulin pump received with cracked case at display window corners and battery tube threads.